Event description:
According to the reporter for the first firing in an open distal pancreatectomy, the surgeon clamped the tissue for multiple times. The surgeon spent 1 minute to clamp the tissue without articulating the jaws, then tried to squeeze the handle, however it was locked and could not fire the device. No reinforcement material was used. The procedure was completed with another device. The device did not lock on tissue. The status of the patient is with no problem. No patient adverse events reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.